Event description:
On (B)(6) 2015, the reporter contacted animas alleging a hospitalization for a high blood glucose requiring treatment with intravenous glucose and fluids. The reporter indicated that the pump had alarmed multiple times for loss of prime warnings. Upon review of the event, it was determined that the cartridges were not being used per the instructions for use. This report is made based on the allegation that the patient was hospitalized for hypoglycemia related to use error of the insulin cartridge product.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.